Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving morphine drug via an implantable pump. It was reported that they were having issues with the new controller. The patient stated that the controller was pausing between 90% and delivering the bolus. The agent walked patient through clearing data and the 90% lag. The patient will monitor and call back if issue persists. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that the old equipment was much better.